Event description:
During a direct stenting procedure (contrary to the instructions for use) the stent dislodged in the left main trunk. The dislodged stent was removed out of the patient's body using a snare device. No additional information was available.